Manufacturer narrative:
The following concomitant products were used during the procedure: 0 degree endoscope plus, monopolar curved scissors, cadiere forceps, fenestrated force bipolar. A site history review found no complaints have been received for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient suddenly coded during a malignant hysterectomy procedure. No issues or complaints were reported with any intuitive surgical products or instruments up to this point. They emergently undocked and attempted CPR but the patient died despite these efforts. The cause of death was attributed to a pulmonary embolism. No allegation was made against any intuitive surgical products or instruments. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure for endometrial cancer, the patient coded and expired. The surgeon reported that the hysterectomy portion of the case was completed. During the colpotomy vaginal cuff closure the patient coded; the or team emergently removed the instruments, undocked the system and performed cardiopulmonary resuscitation without success, and during which there was some unspecified chest bleeding. The surgeon stated he believes that the da vinci system and instruments had nothing to do with the event as there were no issues reported during the hysterectomy portion; he believes that the patient had an undiagnosed clot, suffered a pulmonary embolism and expired. No additional details were provided.

Manufacturer narrative:
A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system also found no errors.

Event description:
Refer to h11 for follow-up information.